Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited undersensing as seen on one of the episodes of ventricular event. Technical services (ts) reviewed that and stated that there was no therapy was programmed in vt zone. Ts recommended to consider dft. This device remains in service. No adverse patient effects were reported.